Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple inner and outer polymer extrusion kinks.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion with a significant bend of less than 90 degrees was located in the less than 90 degrees tortuous proximal left anterior descending (lad) artery to the middle left main coronary artery (lmca). A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during advancing, the delivery rod broke. The stent was not implanted to the patient and was withdrawn immediately. Another brand of device was used to complete the procedure. The patient's vital signs were stable without any complications.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion with a significant bend of less than 90 degrees was located in the less than 90 degrees tortuous proximal left anterior descending (lad) artery to the middle left main coronary artery (lmca). A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during advancing, the delivery rod broke. The stent was not implanted to the patient and was withdrawn immediately. Another brand of device was used to complete the procedure. The patient's vital signs were stable without any complications.